Event description:
A physician has reported several instances of pain, increase in heart rate, and "altered states of consciousness" following use of the d-stat flowable hemostat during liver and kidney biopsies. No specific patient information is available. The d-stat flowable hemostat is not indicated for use during or after liver or kidney biopsies.